Event description:
The customer states that they observed fire from the back part of the architect i2000sr analyzer. The customer also noticed the smoke coming out from the socket of an external waste pump of the architect i2000sr analyzer. The customer immediately powered off the analyzer. A field service representative (fsr) called to the site reported burned socket that goes to the external waste pump. There were no injuries to any laboratory personnel reported or damage to the surrounding environment. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to the customer's complaint, an investigation was performed which included a review of complaint text, a complaint search, labeling review and a product safety analysis of the external waste pump. A review of the labeling showed that the architect system operations manual provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury. The architect system operations manual ((B)(4)), section 5 operating instructions contains the instructions for the emergency shutdown procedure. Section 8 hazards: subsection electrical hazards. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Section 8 hazards. Subsection electrical hazards also states to keep liquids away from all connectors of electrical or communication components and do not touch any switched or outlets with wet hands. The abbott field service representative (fsr) replaced the power supply cable to the external waste pump and inspected the electrical system. There was no short circuit found in any cable and the instrument was deemed operational. Additionally, a review of the safety analysis performed states that "upon review of the photos and complaint text, it is highly unlikely for the mains connector and inlet to react as described without interaction with a flammable and/or conductive fluid." Additionally the analysis states, "external waste pump was returned from the field and examined but did not yield any additional information." A review of complaints for the time period between (B)(6) 2008 found no adverse trend for the architect i2000sr system, s/n (B)(4). Based on the investigation of this complaint, no product deficiency was identified for the architect i2000sr system s/n (B)(4). This is a final report.